Manufacturer narrative:
The date of event is unknown. A definitive root cause of the no image issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of leak from plug unit. This does not indicate a medical device reportable (MDR) event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the light guide cover lens had foreign material, and the most likely cause was not identified. In addition, there was no image displayed and the most likely cause was component failure. There was no patient involvement.